Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to "read therapy cable". The customer advised that no ECG appeared on the device screen. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive, but the customer a healthcare professional indicated that the device use did not contribute to the patient outcome as a backup device was on the scene and was used on the patient.

Manufacturer narrative:
Stryker could not determined the cause of the reported as the reported issue was not duplicated or verified. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was unable to "read therapy cable". The customer advised that no ECG appeared on the device screen. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive, but the customer a healthcare professional indicated that the device use did not contribute to the patient outcome as a backup device was on the scene and was used on the patient.